Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 for treatment of urinary incontinence and mesh was implanted. As a result of use of the device the patient immediately suffered severe pain in her groin and pelvis. The patient has had trouble urinating; has had significant pain on an ongoing basis; cannot engage in sexual relations and is unable to walk or sit for prolonged periods of time. The patient has undergone various medical procedures including but not limited to various gynecological procedures to remove the mesh. Attempts to remove mesh have been unsuccessful and the patient continues to live in pain. The patient has sustained permanent and debilitating injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent takedown of mesh urethral suspension on right side on (B)(6) 2012 due to post mesh urethral suspension with impaired voiding. It was reported that patient underwent exploration of right labium majus for mesh on (B)(6) 2012. It was reported that patient underwent cystoscopy, consultation, and urethral dilation on (B)(6) 2013 due to right groin pain and lower urinary tract symptoms. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to right groin pain and vaginal pain. No additional information was provided.